Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic pain") in a 36-year-old female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 2007, pap smear abnormal, salpingectomy (due to ectopic pregnancy) in 2007, abdominoplasty in 2005, liposuction, endometrial biopsy and cholecystectomy. Previously administered products included for an unreported indication: mirena until (B)(6) 2013. Concurrent conditions included hypertension since 1995, lower abdominal pain and distress abdominal. Concomitant products included etamsilate (dicynone) and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per medical records. On (B)(6) 2013, mirena iud strings were visualized and then the iud was removed without difficulty. The right tubal ostium was visualized normally. Left tubal ostium was occluded status post surgical left salpingectomy. Essure device was placed onto the right ostia and four coils were expressed out inside the uterus. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: new pfs received- new events added: psychological or psychiatric problems condition:depression and mental anguish were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic pain") in a 36-year-old female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 2007, pap smear abnormal, salpingectomy (due to ectopic pregnancy) in 2007, abdominoplasty in 2005, liposuction, endometrial biopsy and cholecystectomy. Previously administered products included for an unreported indication: mirena until (B)(6) 2013. Concurrent conditions included hypertension since 1995, lower abdominal pain and distress abdominal. Concomitant products included etamsilate (dicynone). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per medical records. On (B)(6) 2013, mirena iud strings were visualized and then the iud was removed without difficulty. The right tubal ostium was visualized normally. Left tubal ostium was occluded status post surgical left salpingectomy. Essure device was placed onto the right ostia and four coils were expressed out inside the uterus. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain pelvic pain') in a 36-year-old female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2007, salpingectomy (due to ectopic pregnancy) in 2007, abdominoplasty in 2005, pap smear abnormal, liposuction, endometrial biopsy and cholecystectomy. Previously administered products included for an unreported indication: mirena until (B)(6) 2013. Concurrent conditions included hypertension since 1995, lower abdominal pain and distress abdominal. Concomitant products included etamsilate (dicynone), lisinopril and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain and dysmenorrhoea was resolving, the menstrual disorder, vaginal haemorrhage and menorrhagia had not resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per medical records. On (B)(6) 2013, mirena iud strings were visualized and then the iud was removed without difficulty. The right tubal ostium was visualized normally. Left tubal ostium was occluded status post surgical left salpingectomy. Essure device was placed onto the right ostia and four coils were expressed out inside the uterus. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: outcome of events menstruation issues, abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) was changed to not recovered. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain pelvic pain') in a 36-year-old female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2007, salpingectomy (due to ectopic pregnancy) in 2007, abdominoplasty in 2005, pap smear abnormal, liposuction, endometrial biopsy and cholecystectomy. On (B)(6) 2013, operative findings: on laparotomy, adhesions noted between anterior and lateral surface of uterus to the abdominal wall. Adhesiolysis done followed by total abdominal hysterectomy. Previously administered products included for an unreported indication: mirena until (B)(6) 2013. Concurrent conditions included hypertension since 1995, lower abdominal pain and distress abdominal. Concomitant products included etamsilate (dicynone), lisinopril and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and metrorrhagia had resolved, the menstrual disorder, vaginal haemorrhage and menorrhagia had not resolved, the dysmenorrhoea was resolving and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per medical records. On (B)(6) 2013, mirena iud strings were visualized and then the iud was removed without difficulty. The right tubal ostium was visualized normally. Left tubal ostium was occluded status post surgical left salpingectomy. Essure device was placed onto the right ostia and four coils were expressed out inside the uterus. The patient tolerated the procedure well. Plaintiff received treatment for pain, bleeding. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, metrorrhagia, post removal complications added. Event outcome updated. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic pain") in a 36-year-old female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy in 2007, pap smear abnormal, salpingectomy (due to ectopic pregnancy) in 2007, abdominoplasty in 2005, liposuction, endometrial biopsy and cholecystectomy. Previously administered products included for an unreported indication: mirena until (B)(6) 2013. Concurrent conditions included hypertension since 1995, lower abdominal pain and distress abdominal. Concomitant products included etamsilate (dicynone). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain and dysmenorrhoea was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, essure insertion date was (B)(6) 2013 as per pfs and (B)(6) 2013 as per medical records. On (B)(6) 2013, mirena iud strings were visualized and then the iud was removed without difficulty. The right tubal ostium was visualized normally. Left tubal ostium was occluded status post surgical left salpingectomy. Essure device was placed onto the right ostia and four coils were expressed out inside the uterus. The patient tolerated the procedure well. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming vaginal haemorrhage and menorrhagia). Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record was received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Essure start date updated from (B)(6) 2013 to (B)(6) 2013. Event pain pelvic pain was clubbed with previously reported event. Events vaginal haemorrhage, menorrhagia, dysmenorrhoea were newly added. (Fu1 and fu2 are processed together). On 2-mar-2018: medical record was received. Historical condition and concomitant diseases are added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.